Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
In follow up product and lot codes were provided. The reported product is part of an (B)(4) study and is not reportable under the FDA reporting guidelines. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision - right. Asr hip resurfacing system & asr xl acetabular system. Reason(s) for revision : pain (1st rev) & component loosening (2nd rev). Update: hospital, surgeon, products and revision details added as per email received from crawfords - (B)(6) 06 jan 2012. Original surgery (B)(6) 2004 - resurfacing system implanted. Revision (B)(6) 2004 - femoral head removed, cup left in situ and xl system implanted. 2nd revision (B)(6) 2008 - removal of acetabular cup and ogee cup implanted. See further (B)(4) for 3rd revision (B)(6) 2008 removal of xl head, sleeve and ogee cup, implant zimmer products. 19 may 2015 - update - added resurface to etq - patient has undergone three revisions - asr resurface to asr xl (cup remained in situ) to removal of asr cup (head, sleeve and stem remained in situ) to removal of the remainder of xl (head and sleeve - corail stem remained in situ) (B)(4).

Event description:
The pt has had an asr revision. Specific details regarding the report are unk.